Event description:
Surgeon implanted a logic cr femoral component with a 9mm cr slope, and a cemented tibial component. The surgeon realized that the femoral component was in too much valgus. The cr femoral was removed, the position corrected, and he implanted a logic ps femoral component with a 9mm ps insert.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of the surgeon's perception that the femoral component was in too much valgus following the original surgery.